Event description:
It was reported that during a cryo ablation procedure, an unspecified arrhythmia occurred. The case was completed with cryo. After the procedure, the patient felt a numbness and could not feel their legs. The patient¿s hospitalization was extended for one month, it was later noted that the patient had a subdermal hematoma. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was previously noted that the patient had a subdermal hematoma, however the correct issue the patient had was a subdural hematoma. It was also previously noted that the patient had an unspecified arrhythmia during the procedure; however, the unspecified arrhythmia, later reported to be atrial fibrillation, occurred prior to the procedure. Incoming information also indicated that the leg numbness was due to a spontaneous spinal cord hematoma. This was surmised to have resulted from a previous trauma to the spine, which was then triggered by the anticoagulant administered during the procedure.

Manufacturer narrative:
Additional information received shows that the product used was a similar device and not marketed in the united states. There is no information to reasonably suggest that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.